Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the line split above/below safety clamp.

Event description:
No further information was provided.

Manufacturer narrative:
It was reported by customer that the line split above/below safety clamp. One unused sample of item 2420-0007, lot 24085390 and lot 24115025 was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. A simulated infusion was conducted to determine if the infusion set would separate at the safety clamp at the lower pumping segment. The infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no issues indicated during the simulated infusion. The customer complaint of component damage - no leak was not confirmed. The samples received did not replicate the issue and there for the root cause of the failure is unknown. Similar reported failures to the tubing assembly have been identified by manufacturing and updates to the assembly process have been conducted to create a more robust product. A device history record review for model 2420-0007 lot number 24085390 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24115025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.